Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. C174awk implantable pacemaker cardio/defib 2009-(B)(6), concomitant product: 5076 implantable pacing lead 2009-(B)(6), concomitant product: 6935 implantable tachy lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture and was suspected to have dislodgement. The lv lead was removedreplaced with a new lead. No patient complications have been reported as a result of this event.